Event description:
A medtronic representative reported an inaccuracy after going sterile in a cranial surgery. The site registration was successful. After the site went sterile with the frame into the vertek arm, they reported to be 6 inches inaccurate on the left side. The medtronic representative verified with the site that the arm was locked down and had not moved when switching to the sterile frame. The site said they believed the procedure was correct. The surgeon opted to discontinue the use of the navigation system and the surgery proceeded without any further issue. No harm to the pt was reported.

Manufacturer narrative:
Software investigation is in progress. At the site, a medtronic representative, performed a full system checkout, verified a ppb and frame and conducted a full registration. Everything tracked as it should and navigation was accurate.